Event description:
It was reported that a resolute integrity rx drug eluting stent was being used to treat a calcified lesion in the prox-lad. The device was inspected prior to use with no issues noted. The lesion was not pre-dilated. When attempting to cross the lesion with the device, resistance was encountered. The device was withdrawn, and the lesion was dilated with a balloon. Another attempt was made to cross the lesion with the device, but it became deformed during positioning. The physician completed the procedure with another resolute integrity. No patient injuries are reported.

Manufacturer narrative:
Results and conclusions: (lesion not pre-dilated as per IFU). (Stent deformation). (Calcified lesion). (B)(4).